Manufacturer narrative:
(B)(4). Date sent: 4/6/2023. Batch #: x9549l. Additional information was requested and the following was obtained: the mouth was no problem, the handle did not click shut. That was at the beginning of the operation. It faltered. It did not pose any danger to the pte. The operation only took a little longer, because we had to get and connect a new device. No consequences for the patient. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. No damage to the handle was noted. The device was tested with a generator, the hand activation was not functional. However, the device worked properly with the footswitch. The instrument was disassembled to inspect the internal components and it was noted that one wire of the hand activation switch button was disconnected. This caused the hand activation failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused this issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an eug ¿ extra uterine pregnancy the device faltered and jaws jammed. It could not be opened anymore. The new device was opened.